Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture. Additional information from the field representative indicates that the loss of capture was due to lead dislodgement. Also, the patient was admitted to the hospital for a lead revision due to a heart rate close to 40 beats per minute. It is suspected by the physician that twiddler's syndrome is the cause of the lead dislodgement due to the appearance of the leads when the pocket was opened. Therefore, the physician decided to explant and replace this rv lead to minimize the risk of dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture. Additional information from the field representative indicates that the loss of capture was due to lead dislodgement. Also, the patient was admitted to the hospital for a lead revision due to a heart rate close to 40 beats per minute. It is suspected by the physician that twiddler's syndrome is the cause of the lead dislodgement due to the appearance of the leads when the pocket was opened. Therefore, the physician decided to explant and replace this rv lead to minimize the risk of dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture, bradycardia, dislodgement and twiddler's syndrome.